Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found that the device was due for preventative maintenance. Customer reported issue was unable to be verified. An pm was performed. The frequency control needle was adjusted as output measures were out of spec. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pressure meter is defective. The product fault occurred during testing. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.